Event description:
The facility's director of biomed reported an infusion pump with an 812:02 failure code that did not occur during pt use or during biomed testing. The director of biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event. Additional contact info was requested but no additional contact was identified.